Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a difficult connection to the black and white lemo connectors was confirmed, as the returned mpu (serial number (B)(6)) was observed to have slightly damaged black and white lemo connectors upon arrival. The mpu was received by the european distribution center. The mpu was functionally tested and was found to perform as intended; however, there was noted difficulty in connecting the test system controller to the mpu¿s black lemo connector. Difficulty connecting to the white lemo connector was not observed; however, the observed damage may have contributed to a difficult connection. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during device set-up there was difficulty connecting the black and white power leads of the mobile power unit (mpu) to the system controller. The mpu was exchanged.